Event description:
It was reported that the procedure was to treat a stenosed lesion in the subclavian artery . A 7x39mm omni elite balloon-expandable stent system (bes) was advancing when the stent dislodged in the introducer sheath and then into the humeral artery. During attempts to snare the dislodged stent, a dissection occurred in the humeral artery and surgery was performed to repair the dissection. The stent was embedded in the vessel wall with an unspecified balloon and a non-abbott device was used successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The reported patient effects of vessel dissection and surgical intervention are listed in the otw omnilink elite instructions for use (IFU) as known potential complications associated with the use of the device. Based on the information provided, a definitive cause for the reported stent dislodgment could not be determined. It may be possible that interaction with the anatomy or introducer sheath during advancement caused the stent to dislodge; however, this could not be confirmed. The reported vessel dissection, surgical procedure, and unexpected medical intervention to embed the stent to the vessel wall were related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The reported patient effects of vessel dissection and surgical intervention are listed in the otw omnilink elite instructions for use (IFU) as known potential complications associated with the use of the device. Based on the information provided, a definitive cause for the reported stent dislodgment could not be determined. It may be possible that interaction with the anatomy or introducer sheath during advancement caused the stent to dislodge; however, this could not be confirmed. The reported vessel dissection, surgical procedure, and unexpected medical intervention to embed the stent to the vessel wall were related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a stenosed lesion in the subclavian artery. A 7x39mm omni elite balloon-expandable stent system (bes) was advancing when the stent dislodged in the introducer sheath and then into the humeral artery. During attempts to snare the dislodged stent, a dissection occurred in the humeral artery and surgery was performed to repair the dissection. The stent was embedded in the vessel wall with an unspecified balloon and a non-abbott device was used successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.